Event description:
A patient had been hospitalized due to diabetic ketoacidosis. It was reported by the patient that she was hospitalized over the weekend with high blood glucose and ketones. They could not determine the cause of her complaints. They did troubleshooting on the pump and could not find anything wrong. The patient used new insulin and changed out the cartridge and infusion site. The patient's doctor suggested they try a replacement pump. The device will be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incident.